Manufacturer narrative:
During the site visit by the field service representative (fsr) an inspection of the cuvette segments found a segment with a damaged cuvette holder. The fsr replaced the cuvette holder and no additional discrepant result issues have been reported by the customer since the replacement was completed. Return testing was not completed as returns were not available. A review of the architect c8000, serial number (B)(6) service history revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A 12-month review of tickets did not identify any trends or systemic issues for part number 7-93114-01 holder, cuvette (rohs). A review of the architect c8000 platform found no systemic issues or trends for the issue associated with this ticket. The architect system operations manual and the architect c8000 system service and support manual provide adequate information regarding the troubleshooting of erratic/discrepant results and the removal, replacement and verification of the cuvette holder. Based on the investigation no product deficiency was identified for either the architect analyzer, serial number (B)(6), or the holder, cuvette (rohs), part number 7-93114-01.

Manufacturer narrative:
Patient information, patient identifier sid (B)(6). There is no further patient information provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely depressed sodium (na) results on one patient generated on the architect analyzer. The results provided were: on (B)(6) 2019 sid (B)(6) = 108 mmol/l / repeated on another architect = 143mmol/l. There was no reported impact to patient management.